Manufacturer narrative:
(B)(6) study. (B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A (B)(6) female patient ((B)(6)), enrolled in the (B)(6) study, had a reported adverse event of post endoscopic retrograde cholangiopancreatography (ercp) abdominal pain on (B)(6) 2021. The patient underwent a successful ercp completed with an exalt model d single-use duodenoscope on (B)(6) 2021 for clearance of pancreatic duct stones and removal of pancreatic stent(s). On (B)(6) 2021, the site reported that the patient had post ercp abdominal pain. The patient was hospitalized from (B)(6) 2021 to treat the abdominal pain. The site also reported that the patient was put on a low fat diet as tolerated. Lab work was done, and pain medication/fluids were given. The patient was treated supportively and she recovered on her own. The event resolved on (B)(6) 2021. The principal investigator (pi) assessed this adverse event with a mild severity. The pi assessed the relationship as possibly related to the procedure ;the abdominal pain is likely related to the ercp pancreatic manipulations, and possibly related to the exalt model d single-use duodenoscope. There were no device malfunctions reported during the ercp procedure.